Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Incident description: at the end of the case the doctor noticed that the cannula cracked. The trocar was used as a camera port for the da vinci si robot. The customer was using a clamp that is intended for [competitor] trocars. There was no particulation from the break. Type of intervention: n/a. Patient status: no patient injury.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fragmented cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is a combination of uneven cannula wall thickness, which occurred during the injection molding process of the cannula, and the usage of an incompatible robotic mount. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.